Event description:
It was reported that the pace/sense portion of the rv lead exhibited high hvli, high capture threshold, and low sensing. Lead fracture was suspected. The clinician chose to continue monitoring the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.